Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the view port had become damaged allowing steam and water to leak from the sterilizer. The technician replaced the view port, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that water and steam were leaking from their evolution sterilizer onto the floor. No report of injury.

Manufacturer narrative:
A steris service technician collected water samples to be tested. The results identified that one of the critical chemical attributes of water quality was below the minimum requirements for the evolution sterilizer. The user facility is responsible for ensuring that their steam generator water remains within the electric steam generator's operating requirements. The technician notified the customer of the water quality test results and that their water quality is not meeting the required operating conditions. The user facility has committed to making the necessary improvements to the facility's incoming water quality. No additional issues have been reported.